Event description:
It was reported that during implant, the ventricular lead exhibited clavicular crush damage. The lead was not implanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that a partial lead was returned.